Event description:
It was reported when using the syringe 1ml ls tuberculin the plunger difficult to move; plunger rod broken/damaged. The following information was provided by the initial reporter. The customer reported the following "two issues of syringe: stopper separation from plunger: the stopper was separated from the plunger. Difficult to move the plunger: the plunger was too tight to move."

Manufacturer narrative:
H6: investigation: two photos and two samples were received by our quality team for evaluation. From the photos, the plunger rod was observed to be detached from the stopper and the plunger head was missing, the team was unable to determine the plunger movement functional failure. The samples returned for the plunger separation issue was observed with plunger separation from the stopper due to plunger head chip off. The samples returned for the plunger hard to move issue were subjected to plunger breakout and sustaining force test and was within specification. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of plunger head chip off could have been due to the molded plunger tip hit against the molded plunger target box when transferring from the molding machine to assembly line. A curtain has been installed at the molded plunger target box to act as a cushion and reduce impulse after this batch was produced. For the plunger hard to move issue, as the samples passed the plunger breakout and sustaining force test specification, the root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 1ml ls tuberculin the plunger difficult to move; plunger rod broken/damaged. The following information was provided by the initial reporter. The customer reported the following "two issues of syringe: (1) stopper separation from plunger: the stopper was separated from the plunger. (2) difficult to move the plunger: the plunger was too tight to move."